Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Customer technical support informed customer that apidra insulin is off-label per the user guide. The customer¿s blood glucose (bg) level subsequently rose to 534 mg/dl, with moderate level of ketones. Customer went to the emergency room and was treated with a manual injection. Customer was discharged later the same day with the issue resolved and no permanent damage. System check was performed and no issues were identified with the pump, cartridge, or infusion set.